Manufacturer narrative:
The ventilator was investigated on-site by our field service engineer. The gas modules and monitoring pc board was replaced. Functional checks were performed with successful results and the ventilator was cleared for clinical use. No parts were returned for investigation. Since no parts were returned for investigation, the root cause of the reported event has not been determined.

Event description:
It was reported that the ventilator the ventilator generated a technical error code indicating a communication error and failed internal leakage test during pre-use check. There was no patient involvement. Manufacturer's ref #: (B)(4).